Event description:
USA- it was reported that the patient had her implants on (B)(6) 2024. Following this procedure, she developed an infection, which required her to perform wound packing for two weeks. As there was no improvement, one of the implants had to be removed. The patient continued caring for the wound until it fully healed. This process lasted from on (B)(6) 2024, until on (B)(6) 2025. After a three-month recovery period, she received new implants on (B)(6) 2025. (As today we don't have an implant identification).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection.

Manufacturer narrative:
Device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as not confirme upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed,after several attempts to collect the (clinical information,product information) on the case and conduct an appropriate investigation of the complaint, it was not possible to collect this information since we received no answer . This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Review was not possible due to the lot number being unobtainable. Infection: infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009) the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.